Manufacturer narrative:
Additional information has been provided in d.10, h.3, h.6, and h.10. The system was examined and the reported event was confirmed but was not replicated. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system primed but had no phacoemulsification power during an ocular procedure. Hydrodistention was completed, there was no phacoemulsification power, the procedure was aborted. Patient harm was not reported. Additional information has been requested.